Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient mentioned they could not get their therapy to work for them since today. Pt had therapy off at start of call and pt did not understand how to turn therapy on. During the call, the patient pressed the stimulation on/off button on the top of the controller and turned therapy on. Pt did not feel the therapy, so technical services (tss) helped pt adjust therapy up. Tss then showed pt how to turn therapy back off and then back on. Pt was still confused and insisted the therapy did not work for them. The patient was redirected to their healthcare provider to further address the issue if issue persisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.